Manufacturer narrative:
The device was repaired by the customer and will not be returned to olympus. The investigation is ongoing, and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the high flow insufflation unit displayed an error message. The error code was unknown since the customer did not record the error message at the time. The issue happened during a laparoscopic procedure. The patient was under general anesthesia. There was no delay in the procedure. The device was changed to a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was repaired and not returned for evaluation, the definitive root cause of the error message could not be determined. Olympus will continue to monitor field performance for this device.